Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had weird noise like it is skipping a gear when rewinding. The customer's blood glucose value was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed rewind test, self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms or audio/beep/vibrate anomaly, rewind loud noise anomaly noted during testing. (B)(4).